Event description:
On (B)(6) 2012 pt's diabetes educator reported the pt is in the hosp with dka. Diabetes educator stated there were no complaints on the infusion device but the pt got admitted 14 hrs ago with a blood glucose level over 600 mg/dl. Diabetes educator reported the pt came to the hosp and they removed the infusion device and placed her on an insulin drip which brought her blood glucose level back down. Diabetes educator stated the pt ate breakfast and placed the infusion device back on and her blood glucose went back up over 600 mg/dl. Diabetes educator reported they have been no error messages other than a low cartridge error message followed by the empty cartridge error message. Diabetes educator stated there is not scar tissue or lumps. Diabetes educator reported the basal rates and dates are correct. Diabetes educator stated the pt is stressed because she does not want to wear the infusion device; she doesn't want people to see her wearing it. On call back pt's mother reported pt had a headache and took medication and then went to bed. Mother stated she asked pt if her blood glucose level was good and she stated it was. Mother reported pt woke up a little bit later with her stomach hurting and she was throwing up. Mother stated she took the pt to the hosp at this time and she was admitted where she threw up 3 more times. Mother reported pt does not want to be on the infusion device and doesn't want people to know due to an incident where her friend took her infusion device off of her and threw it. Mother stated the device is scratched up and the screen has scratches on it but is not hard to read. Mother reported she is still able to see the bolus and basal rate amounts. Mother stated the blue rubber is scratched up from being thrown across the room but the base material is not showing. Mother reported the infusion adapter is not changed. Advised it needs to be changed every 10 insulin cartridge change. Mother stated she has not been helping the pt out with monitoring the infusion device. Infusion device, infusion set, adapter and cartridge were requested to be returned adn infusion device was replaced.